Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. According to the physician, the root cause of the reported issue of dysphotopsia is related to small optic size and pt's prior refractive surgery. (B)(4).

Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the right eye. One day postoperatively, the pt began experiencing extreme glare/dysphotopsia in low light conditions despite refractive error corrective and contact lens use. Preoperatively, the pt's bcva was 20/25 - with mr +0.75 +0.50 x 065. Postoperatively, colored contact lenses and prescription contact lenses were prescribed to reduce glare and refractive error. Pilocarpine was also prescribed to reduce pupil size and glare. Before any interventions were performed on (B)(6) 2010, the bcdva was 20/20. The lens was explanted on (B)(6) 2010, and the pt's prognosis is good.